Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to malfunction, including perforation and tilt, that causes injury and damage to the patient. Per the implant records, the filter was indicated preoperative to bariatric surgery. The patient had a history of morbid obesity and high risk for deep vein thrombosis and pulmonary embolism. The patient underwent an angiography of the inferior vena cava (ivc) and then the optease retrievable vena cava filter was deployed in the inferior vena cava at the level just inferior to the renal veins. Position was confirmed with fluoroscopy. The patient returned to recovery room in good condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eight years post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further experienced anxiety related to the filter. According to the information received in the redacted-amended patient profile form (ppf), the patient additionally reports perforation abutting an organ and fracture of the filter, with fractured filter struts retained within the ivc, and became aware of these events approximately nine years and nine months after the filter was implanted.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the implant records, the indication was preoperative to bariatric surgery, with high risk for deep vein thrombosis and pulmonary embolism. Angiography of the ivc was done, and then the filter was deployed at the level just inferior to the renal veins. Position was confirmed with fluoroscopy. The patient returned to recovery room in good condition. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to malfunction, including perforation and tilt, that causes injury and damage to the patient. Per the patient profile form (ppf), the patient reports ivc perforation with struts abutting an organ and fracture, with fractured filter struts retained within the ivc and tilting of the ivc filter. The patient further reports anxiety.the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a optease inferior vena cava (ivc) filter. Per the implant records, history includes morbid obesity, the indication was prophylaxis prior to gastric surgery. The optease was deployed in the inferior vena cava at the level just inferior to the renal veins. Position was confirmed with fluoroscopy. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to malfunction, including perforation and tilt. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to malfunction, including perforation and tilt, that causes injury and damage to the patient. Per the implant records, the filter was indicated preoperative to bariatric surgery. The patient had a history of morbid obesity and high risk for deep vein thrombosis and pulmonary embolism. The patient underwent an angiography of the inferior vena cava (ivc) and then the optease retrievable vena cava filter was deployed in the inferior vena cava at the level just inferior to the renal veins. Position was confirmed with fluoroscopy. The patient returned to recovery room in good condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eight years post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to malfunction, including perforation and tilt, that causes injury and damage to the patient. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to malfunction, including perforation and tilt, that causes injury and damage to the patient.